Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported disappearing image during inspection for use involving an olympus video system center. The customer suspected that the processor wobbles where the instrument should be seated and causes interference in work. There was no patient injury reported.